Event description:
Customer reported stating the during patient use, the ventilator alarmed. The patient was removed and transferred to another ventilator. There was no patient harm reported.

Manufacturer narrative:
(B)(4). Covidien customer support engineer (cse) inspected the device. The alleged malfunction could not be duplicated. The ventilator passed calibrations and performance verifications test.

Manufacturer narrative:
(B)(4).